Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. An unknown yellow fluid was returned on the inside of the right-hand side of the indeflator. It is possible that handling and/or during shipment for return analysis resulted in the noted unknown yellow fluid on the inside of the right-hand side of the indeflator; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the indeflator from a 20/30 priority pak was unable to inflate an unspecified balloon after several attempts. A new indeflator was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.